Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a roux-en-y the needle fell out of the jaws. The needle and suture fell into the patient cavity, but it was retrieved with graspers. No device fragment was left in the patient cavity. New reload was attempted to load, tech could not get it loaded. New handle was opened, a new reload was opened. Dr did not state that he had any issues with the handles prior to the needle falling out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the endo stitch device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.